Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008: patient presented with cervical spondylosis and neck pain. Patient also reports an increase in back pain over the last few months. Impression: increasing mechanical low back pain in a patient who has had two disc operations at l5-s1. On (B)(6) 2008: patient presented with low back and extremity pain and a diagnosis of lumbosacral neuritis nos lumbar/ls disc degeneration. MRI of the lumbar spine was taken. Findings: l4-5, there is a diffuse disc bulge and moderate facet degenerative change. There is mild stenosis on the lateral recesses bilaterally. There is very minimal bilateral neural foraminal stenosis; l5-s1, there is diffuse disc osteophyte. There is moderate facet degenerative change. There is moderate left and mild right neural foraminal stenosis predominantly on the basis of facet disease. There is also a small amount of minimally enhancing scar tissue, which extends into the left lateral recess but does not cause clear encasement of the nerve root. On (B)(6) 2008: patient presented with lumbar disc disruption. Lumbar diskogram was performed as well as CT of the lumbar spine. Impression: broad based osteophyte at l5-s1 with mild bilateral facet arthropathy creating mild to moderate lateral recess stenosis bilaterally. On (B)(6) 2008: patient presented with a history of mild cervical spondylosis and neck pain. Patient had a pre op diagnosis of l4-5 and l5-s1 painful degenerative disks with back pain and left radiculopathy. Patient underwent a l4-s1 pllf/ l5-s1 plif with local bone and rhbmp-2/acs and l4-s1 pedicle screw fixation. No complications were reported. On (B)(6) 2008: patient presented with lower back/ tail bone pain following a fall. X-rays of the lumbar spine were taken. Impression: post op changes of the lower lumbar spine. There is scoliotic curvature of the lower lumbar spine as well. No acute skeletal abnormality is identified otherwise. On (B)(6) 2009: patient presented with toxic encephalopathy, drug overdose, and depression. Patient received a PICC line. X-rays showed mild right basilar atelectasis. CT scan was performed. Impression: stable appearance of probable arachnoid cyst in the posterior fossa. Chest x-rays were taken. Impression: unremarkable chest radiograph. On (B)(6) 2009: patient presented for follow up of chronic neck pain. Patient complains of increasing lbp radiating down the les, and diffuse pains in the thoracic spine, ue¿s, shoulder blades, knees, and hips. Assessment: neck pain; cervical ddd; cervical spondylosis without myelopathy; low back pain; post laminectomy syndrome of lumbar region. Patient underwent needle emg, 2 extremities, wwo paraspinal. On (B)(6) 2009: patient presented with low back pain radiating down both lower extremities. Exam shows diffusely diminished sensation to light touch stimulus in both lower extremities with no specific dermatomal distribution. Patient underwent emg/ncv study. Conclusion: there is electromyographic evidence of chronic right l5 radiculopathy with no denervations noted. There is no emg evidence of peripheral neuropathy in the lower extremities. Addendum: physician recommended spinal cord stimulator trial to help with her chronic radiculopathy pain as well as post laminectomy syndrome. On (B)(6) 2009: patient reported increased pain in legs. On (B)(6) 2009: patient presented for follow up of chronic neck and back pain. Patient complains mostly of neck pain at this time. Assessment: low back pain; post-laminectomy syndrome of lumbar region. On (B)(6) 2010: patient presented with pain and inflammation. Patient underwent epidural steroid injection. No complications were reported. On (B)(6) 2010: patient presented with complaint of back pain. Patient is being dismissed from practice for multiple clear violations of the pain management agreement. On (B)(6) 2010: patient presented with cervical neck and shoulder pain and low back pain. Pain is sharp, constant in nature, has caused weight gain, and is accompanied by numbness at the legs. Patient¿s previous MRI revealed degenerative spinal disease. Assessment: spinal spondylosis, without myelopathy. Clinical lumbar radiculopathy. Persistent cervical myofascial pain with muscle spasms and tendonitis. Persistent shoulder pain with tendonitis. Persistent lumbar myofascial pain with muscle spasms and tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Patient underwent a right spinal accessory nerve black and left superficial cervical plexus block, bilateral vastus lateralis and right bicipital tendon insertion injections, and deep connective tissue massage to cervical neck, shoulder, upper back, lumbar and bilateral hip regions. On (B)(6) 2010: patient presented with lower back pain and left hip pain that radiates into the left lower extremity. Medications were prescribed and patient was discharged. Between (B)(6) 2010: patient presented with weight loss, moderate to severe muscle spasms appreciated at bilateral cervical paraspinal region, moderate to severe muscle spasms appreciated at bilateral low back paraspinal region and severe tenderness at bilateral si joint. Assessment: spinal spondylosis, without myelopathy. Clinical lumbar radiculopathy. Persistent cervical myofascial pain with muscle spasms and tendonitis. Persistent shoulder pain with tendonitis. Persistent lumbarmyofascial pain with muscle spasms and tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Patient underwent right superficial cervical plexus block and left suprascapular nerve block, bilateral gluteus medius and right rhomboid major tendon insertion injections, and deep connective tissue massage to cervical neck, shoulder, upper back, lumbar and bilateral hip regions. On (B)(6) 2010: patient presented with weight loss, moderate to severe muscle spasms appreciated at bilateral cervical paraspinal region, moderate to severe muscle spasms appreciated at bilateral low back paraspinal region and severe tenderness at bilateral si joint. Assessment: spinal spondylosis, without myelopathy. Clinical lumbar radiculopathy. Persistent cervical myofascial pain with muscle spasms and tendonitis. Persistent shoulder pain with tendonitis. Persistent lumbar myofascial pain with muscle spasms and tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Patient underwent right superficial cervical plexus block and left suprascapular nerve block, bilateral medial hamstring and right supraspinatus tendon insertion injections, and deep connective tissue massage to cervical neck, shoulder, upper back, lumbar and bilateral hip regions. On (B)(6) 2010: patient presented with slight weight loss, moderate to severe muscle spasms and tenderness in the bilateral low back paraspinal region, and severe tenderness in bilateral si joint tenderness. Assessment: spinal spondylosis, without myelopathy. Clinical lumbar radiculopathy. Persistant cervical myofascial pain with muscle spasms and tendonitis. Persistent shoulder pain with tendonitis. Persistent lumbar myofascial pain with muscle spasms and tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Patient underwent left superficial cervical plexus block, bilateral gluteus medius and left rhomboid major tendon insertion injections and deep connective tissue massage to cervical neck, shoulder, upper back, lumbar, and bilateral hip regions. On (B)(6) 2010: patient presented with slight weight loss, moderate to severe muscle spasms and tenderness in the bilateral low back paraspinal region, and severe tenderness in bilateral si joint tenderness. Assessment: spinal spondylosis, without myelopathy. Clinical lumbar radiculopathy. Persistant cervical myofascial pain with muscle spasms and tendonitis. Persistent shoulder pain with tendonitis. Persistent lumbar myofascial pain with muscle spasms and tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Patient underwent bilateral si joint injections, bilateral subscapular and right supraspinatus tendon insertion injections and deep connective tissue massage to cervical neck, shoulder, upper back, lumbar and bilateral hip regions. On (B)(6) 2010: patient presented with slight weight loss, moderate to severe muscle spasms and tenderness in the bilateral low back paraspinal region, and severe tenderness in bilateral si joint tenderness. Assessment: spinal spondylosis, without myelopathy. Clinical lumbar radiculopathy. Persistant cervical myofascial pain with muscle spasms and tendonitis. Persistent shoulder pain with tendonitis. Persistent lumbar myofascial pain with muscle spasms and tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Patient underwent bilateral si joint injections, bilateral quadratus lumborum and right rhomboid major tendon insertion injections, and deep connective tissue massage to cervical neck, shoulder, upper back, lumbar and bilateral hip regions. On (B)(6) 2010: patient presented with bilateral shoulder pain and low back pain. On (B)(6) 2010: patient presented with slight weight loss, moderate to severe muscle spasms and tenderness in the bilateral low back paraspinal region, and severe tenderness in bilateral si joint tenderness. Assessment: spinal spondylosis, without myelopathy. Clinical lumbar radiculopathy. Persistant cervical myofascial pain with muscle spasms and tendonitis. Persistent shoulder pain with tendonitis. Persistent lumbar myofascial pain with muscle spasms and tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Patient underwent bilateral si joint injections, bilateral infraspinatus and left supraspinatus tendon insertion injections, and deep connective tissue massage to cervical neck, shoulder, upper back, lumbar and bilateral hip regions. On (B)(6) 2011: patient presented with slight weight loss, moderate to severe muscle spasms and tenderness in the bilateral low back paraspinal region, and severe tenderness in bilateral si joint tenderness. Assessment: spinal spondylosis, without myelopathy. Clinical lumbar radiculopathy. Persistant cervical myofascial pain with muscle spasms and tendonitis. Persistent shoulder pain with tendonitis. Persistent lumbar myofascial pain with muscle spasms and tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Patient underwent bilateral si joint injections, bilateral latissimus dorsi and right subscapular tendon insertion injections, and deep connective tissue massage to cervical neck, shoulder, upper back, lumbar and bilateral hip regions. On (B)(6) 2011: patient underwent a hip ap lat lt. Impression: degenerative changes with no fracture or bony destructive lesion. Surgical changes at the lumbar sacral junction. On (B)(6) 2011: patient was referred to a neurosurgery physician for left sciatica, and left hip pain that radiates to the lower back. The pain is constant. Assessment: sciatica. On (B)(6) 2011: patient presented with back pain and bilateral leg pain. On (B)(6) 2011: patient presented with pain in limb lumbar/l5 disc. MRI of the lumbar spine was taken. Impression: post op change in the lower lumbar spine. No post op abnormalities are identified. On (B)(6) 2011: patient presented with low back pain, left hip pain as well as left leg pain. Ros found patient positive for: fatigue and night sweats; headache and eye pain; difficulty breathing on exertion, night cramps and shortness of breath; abdominal pain and constipation; calf pain, low back pain, middle back pain, joint pain, muscle tenderness, joint swelling, muscle cramps and weakness; numbness and tingling. Assessment: cervical ddd; neck pain; cervical spondylosis without myelopathy; low back pain; lumbar ddd; postlaminectomy syndrome of lumbar region; left hip pain. On (B)(6) 2011: patient presented with pain accompanied with numbness at the left leg and a stabbing and throbbing sensation, moderate to severe muscle spasms at the bilateral low back paraspinal region, and lumbar muscle weakness. Assessment: lumbar spondylosis, without myelopathy. Lumbar post operation syndrome. Persistent lumbar myofascial pain with muscle spasms with tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Clinical lumbar radiculopathy. Patient underwent bilateral subscapular, bilateral medial hamstring and right latissimus dorsi tendon insertion injections and deep connective tissue massage to low back and bilateral hip regions. On (B)(6) 2011: patient presented with slight weight loss, moderate to severe muscle spasms and tenderness in the bilateral low back paraspinal region, and severe tenderness in bilateral si joint tenderness. Assessment: lumbar spondylosis, without myelopathy. Lumbar post operation syndrome. Persistent lumbar myofascial pain with muscle spasms with tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Clinical lumbar radiculopathy. Patient underwent bilateral tensor fasciae latae, bilateral rhomboid major and let infraspinatus tendon insertion injections and deep connective tissue massage to low back and bilateral hip regions. On (B)(6) 2011: patient presented with slight weight loss, moderate to severe muscle spasms and tenderness in the bilateral low back paraspinal region, and severe tenderness in bilateral si joint tenderness. Assessment: lumbar spondylosis, without myelopathy. Lumbar post operation syndrome. Persistent lumbar myofascial pain with muscle spasms with tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Clinical lumbar radiculopathy. Patient underwent bilateral medial hamstring, bilateral vastus lateralis and left latissimus dorsi tendon insertion injections and deep connective tissue massage to low back and bilateral hip regions. Between (B)(6) 2011 and (B)(6) 2012 the patient presented with slight weight loss, moderate to severe muscle spasms and tenderness in the bilateral low back paraspinal region, and severe tenderness in bilateral si joint tenderness. Assessment identified lumbar spondylosis, without myelopathy. Lumbar post operation syndrome. Persistent lumbar myofascial pain with muscle spasms with tendonitis. Persistent hip pain with tendonitis. Sacroiliitis. Clinical lumbar radiculopathy. Between (B)(6) 2011 and (B)(6) 2012 the patient underwent bilateral gluteus medius, bilateral subscapular, caudal epidural steroid injection, bilateral quadratus lumborum , left and right infraspinatus tendon insertion injections, bilateral tensor fasciae latae, bilateral vastus lateralis, bilateral latissimus dorsi, bilateral tensor fasciae latae and right subscapular tendon insertion injections, right rhomboid major tendon insertion injections, and deep connective tissue massage to low back and bilateral hip regions. On (B)(6) 2012: physician claimed pain rehabilitation to be satisfactory for patient and stated symptoms went from severe to mild and patient¿s pain scale went from 8 to 2. On (B)(6) 2012: patient presented with limb pain and a history of spinal canal stenosis. (B)(6) 2013: patient presented with sharp pain, accompanied by numbness at the right leg and caused weight gain. Pain is at times stabbing and throbbing. Patient¿s previous MRI revealed degenerative spinal disease. Exam found moderate to severe muscle spasms appreciated at bilateral low back paraspinal region. Bilateral si joint tenderness severe. Bilateral gluteus medius and tensor fasciae latae tenderness severe. Bilateral rhomboid major and medial hamstring tenderness severe. Bilateral latissimus dorsi and gluteus maximus tenderness severe. Bilateral quadratus lumborum and bicipital tenderness moderate to severe. Bilateral infraspinatus tenderness moderate to severe. Bilateral subscapular tenderness severe. Bilateral vastus lateralis tenderness severe right side, moderate to severe left side. Assessment: spinal spondylosis, without myelopathy. Clinical lumbar radiculopathy. Persistent lumbar myofascial with muscle spasms and tendonitis. Persistant hip myofascial with tendonitis. Sacroiliitis. Patient underwent a bilateral subscapular, bilateral quadratus lumborum and right vastus lateralis tendon insertion injections and deep connective tissue massage to low back and bilateral hip regions.